Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that following implant of the impella 5.5 pump, the patient experienced persistent bleeding from the axillary site. A jackson-pratt drain was placed and heparin was removed from the purge to control the bleed. Support continued with the implanted pump.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. The cause of the access site bleeding could not be determined since the product was not returned and enough clinical information was not provided.